Event description:
The customer reported via phone call that they were hospitalized two weeks prior from not receiving any insulin on the insulin pump. Customer stated the hospitalization event occurred on their old insulin pump. The customer also reported experiencing wetness around their waist band. Customer stated their blood glucose was increasing without any food consumption. The customer's blood glucose was 104 mg/dl. It was found the customer had a reservoir leak on. Fluid was present around the customer's battery compartment. The customer stated there were no cracks present on the reservoir. The reservoir will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.reference manufacturer report number: 3004209178-2015-60580.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.